Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed upstream occlusion. This occurred during testing at the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, a false upstream occlusion alarm was not reproduced. A review of the event history log revealed 'upstream occlusion' messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was not determined. No pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.